Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device component from this lot. Based on the reviewed information, no product deficiency was identified. The xience pro device is currently not commercially available in the USA; however, it is similar to a device sold in the USA.

Event description:
It was reported that during device unpackaging and prior to use the 3.0 x 15 mm xience prox stent delivery system shaft was found to be separated into two pieces at the hub. The device was not used. There was no patient involvement. No additional information was provided.